Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Imagery was provided by the site and reviewed, and the following was observed; one (1) blue fiber was on the outflow of valve. Natural tissue fibers were observed on the inflow side of valve. The complaint for 'something attached to the leaflets' was confirmed through evaluation of the returned product and imagery, but no product non-conformances were identified, and the valve met all visual inspection requirements. During manufacturing, all pericardial tissues/leaflets underwent visual assessment for general appearance including tissue fibers before and after initial die cutting and post-assembly. In addition, edwards has provided guidelines and instructions to the physicians in the IFU and training material on how to prepare system components, including thv examination for tissue damage. These mitigations (from manufacturing and the IFU/training manual) support that it is unlikely that a product non-conformity contributed to the reported complaint event. A review of the IFU/training materials revealed no deficiencies. An in-depth evaluation for fibrous appearance of bovine pericardial tissue has been documented in technical summary. In this technical summary, twenty (20) thv sapien and sapien xt valves and twenty (20) surgical valves of various models were selected from administrative returns for this study. Per technical summary, "the inflow surface of valve leaflets manufactured with bovine pericardial tissue inherently exhibit roughness due to a natural lining of pericardial tissue fibers; this fibrous appearance is a natural characteristic of bovine pericardial tissue. Given edwards vast historical experience in the manufacture of bioprosthetic heart valves with this material and based on a review of pre-clinical study data and the literature review, there is no evidence to suggest a correlation between pericardial fibers and clinical complications.' As such, available information suggests that user perception may have contributed to the complaint event. Given that there is no evidence of product non-conformance or device malfunction found on the returned device, no further engineering evaluation is required at this time. Control limits are managed and assessed. The complaint for particulate - noticed is confirmed based on evaluation of the returned device. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, 'however, [the particulate that] was pulled off and laid down onto valve is a blue color. The fcs advised they were not sure if this is the original particulate that was attempting to be removed. There were surgical towels in the operating room.' Material analysis was performed on the blue particulate and the sample spectrum of particulate is consistent with cotton. A listing of all the equipment, materials, and manufacturing aids used in the manufacturing area of sapien 3 ultra resilia valve were generated and reviewed. Based on the review, there was no similar blue cotton material. Additionally, during the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per imagery review, one (1) blue fiber was observed on the outflow of the valve. In this case, the blue particulate was not observed upon opening the valve packaging, and the valve was removed from the valve holder and rinsed, as reported. It is possible that the particulate was introduced during valve handling and/ or during the valve rinsing process. As such, available information suggests that procedural factors (device preparation handling) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), the physician assistant (pa) was prepping the valve. It was a potential cut down case. Pa had on his loops and noticed that there was something attached to the leaflets. They tried to remove it but it didn't seem successful and for patient safety the decision to open a new valve was made. There were no issues with esheath, delivery system or any other component. The fcs has pictures and video. The valve will be returned for evaluation. Upon follow up, the fcs advised that valve particulate was noticed during rinsing. The pa for the heart team does the valve prep at this account. It was during the rinse time of 2 minutes that the pa noticed particulate on the valve ' the fcs assumes it was due to wearing the loops as it was difficult at first for the fcs to realize it. There was an attempt to remove the particulate with forceps, but it did not seem to want to come off. Eventually the fcs believes it did ' however, what was pulled off and laid down onto valve is a blue color. The fcs advised they were not sure if this is the original particulate that was attempting to be removed. There were surgical towels in the operating room. The fcs sent 4 device photos and a video of the valve in question.